Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during the cataract surgery, the continuous irrigation of ophthalmic system was set to off. After a few minutes of surgery, it automatically switched on without any manual action. During the priming and testing phase of the phaco handpiece, the handpiece passed all checks. However, when the foot pedal was pressed, ultrasound activation did not occur. After each priming and testing cycle, the surgeon performed a functionality check by pressing the treadle. On several occasions, ultrasound was not triggered despite successful priming and testing. The problem was solved only by changing the fms (fluid management system). The surgery was completed on the same day.

Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. Service history was reviewed for the system. There was no service record (relevant to the reported event), found. This unit is considered a demo unit. The system was last serviced (prior to the reported event) per service record (sr) for demo installation. The system was found to meet all cosmetic and performance standards (at that time). The system was then (later) de-installed, per procedure. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. There were no relevant complaints found, as part of this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacture will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.